Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of abdominal pain and red stuff at site of the frangible in a patient coincident with dianeal pd4 unknown and dianeal pd4 ultrabag therapies for renal failure. On (B)(6) 2012, the patient was hospitalized for abdominal pain and suspected peritonitis. Remedial treatment of ji mai xin (erythropoietin 4000 units inj twice weekly) was initiated for the abdominal pain. On (B)(6) 2012, the patient began dianeal pd4 ultrabag therapy. During pd therapy on (B)(6) 2012, the patient again experienced abdominal pain and noticed on the dianeal pd4 ultrabag, there was "red stuff" that looked like granulation at the site of the frangible, approximately 7-8 mm in size. Dianeal pd4 ultrabag therapy was immediately stopped and a batch review was requested. On (B)(6) 2012, the patient received remedial therapy with levofloxacin (0.3 u, IV drip) for the abdominal pain. The abdominal pain had not resolved.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.